Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition before, during and post procedure.